Manufacturer narrative:
Integra has completed their internal investigation. The investigation activities included: methods: review of device history records. Review of complaint history. Results: the device history record (DHR) of lot 1093935 was reviewed and showed no anomalies during the manufacturing process of the device. This lot was sent to be sterilized to steri-tech facility on (B)(6) 2009. All in-process and release criteria were acceptable. No similar complaints have been recorded for lot 1093539. Upon reviewing the complaint system over the last two years, two (2) similar complaints related with ¿inflammation" have been reported since 2008. During this timeframe, approximately (B)(4) units of neuragen family have been shipped resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: based on the investigation findings, no assignable cause and/ or anomalies associated at manufacturing process of the product which could contribute and/ or be related with reported incident were identified. The cause for the reported incident could not be determined at this time. Package insert establishes in the adverse events section: "possible complications can occur with any nerve surgical procedure including pain, infection, decreased or increased nerve sensitivity, and complications associated with the use of anesthesia."

Event description:
Retrospective review of collagen products from 2009-present indicate that an MDR should have been filed based on the reporters information. It was reported the physician questioned an association between postoperative symptoms of swelling and nausea, and an allergic reaction to the product. The physician reported using the product in a patient several weeks prior to the date of the phone call. The patient had nausea and swelling in her hand. No infection isolated from cultures. The physician asked about allergic reactions with use of the product. "The patient underwent a left wrist carpal tunnel revision on (B)(6) 2009. No other implants were used. Cultures were negative. The patient had a history of chronic back pain controlled with nerve stimulator. Her postoperative history indicates she gradually developed increasing swelling and worsening pain in her wrist with redness but no streaking. She has been nauseated but has not had fever above 100 (degrees). The patient's provider reported that with the culture and lab results available they could not prove an infection." The reporting physician stated, " I have not seen the patient myself but am told the swelling is worsening slowly. She (the patient) received vicodin post operatively and then cipro when the swelling started around christmas time. No labs were drawn when she started cipro. Labs were drawn (B)(6) and her sed rate was 12 with a normal cbc with diff. She is not on antibiotics now. She was not hospitalized after her surgery. We are scheduling her to return to (B)(6) for evaluation but are not planning on re-hospitalization at this time."